Manufacturer narrative:
(B)(4). Device evaluated by MFR; the returned device has a kink at 1.5 cm between r1 and r2. In addition the device has a char in the tip and me1 and finally r1 has broken adhesive and fluids under it. The steering knob and the tension control knob functioned properly on both lock and unlock positions. The right curve is placed in the template shaded area, however, the device did not curve to the left. The device failed the dimensional test. The ablation was verified by using the maestro generator 4000 and the device was found within specifications. Electrical test was performed and the device was found out of specifications due to a high resistance in me1. Due to the curving issues the left curve electrical test was not performed. The char in the me1 was removed to perform a second electrical test. During the second electrical test the device was found within specifications, no high impedance was detected in me1. The manufacturing batch record review confirmed that the device meat all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Reportable based on analysis completed 25-apr-2016. It was reported that the steering wire broke. An intellatip mifi¿ xp temperature ablation catheter was advanced. During the case, the patient was patched to use the rhythmia recording system however, based on time constrains, the physician opted to entrain the tachycardia and then delivery therapy directly. The steering wire of the intellatip mifi¿ xp broke. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is okay. However, returned device analysis revealed char on the tip and broke ring adhesive with fluid under the ring.